Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The sample initially resulted as 1.03 miu/ml and this result was reported outside of the laboratory. The result was questioned by the medical staff. The sample was pulled and repeated, resulting as >10,000 miu/ml. The instrument auto-diluted the sample, for a final result of 109,784 miu/ml. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The hcg stat reagent lot number was 17927701, with an expiration date of 11/30/2015. The field service representative cleaned the sample probe and then installed a new probe as requested by the customer. He adjusted the liquid level detection voltage. The customer ran controls and patient samples. All controls were within specifications and patient sample results were acceptable.

Manufacturer narrative:
It was determined that the centrifugation time of the sample may not have met tube manufacturers recommendations.